Event description:
Microscope light turned off and read an error message during a critical part of a free flap. A replacement was brought to the or and was used. About 25 minutes was added to the procedure as a result of light going out. There was no patient harm.====================== manufacturer response for operating microscope, pentero microscope (per site reporter).====================== they are repairing it.